Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the (B)(6) bipolar forceps had defective insulation on the power cable. On (B)(6) 2022 intuitive surgical, inc. (Isi) obtained the following additional information from the reporter: the instrument was noticed to have insulation damage on the black cable prior to the surgery and therefore it was not used. The procedure was completed with a backup instrument with no injury.

Manufacturer narrative:
The (B)(6) bipolar forceps instrument has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A review of the instrument log for the (B)(6) bipolar forceps (part# 420172-18 / lot# k10220328 488) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2022 via system serial# (B)(4). There were 9 uses remaining after this last usage. See attachment. This complaint is reportable due to the following: it was alleged that the instrument had insulation damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of damaged insulation to be related to the customer reported complaint. The instrument was found to have damage of the conductor wire¿s insulation. No internal wires were exposed. Electrical continuity was performed and passed. No thermal damage was observed. Root cause of this failure is attributed to a component failure. Additional observations not reported by site: the instrument was found to have mechanical indentations on the distal clevis. The root cause of this failure was attributed to mishandling/misuse.